Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a thoracic aortic aneurysm. It was reported that the stent graft was successfully implanted and the index procedure was completed with no issues. However, one day after the index procedure the patient experienced numbness in the legs. The patient received treatment. The patient had a lumbar drain placed and cerebrospinal fluid drained. The patient's numbness had decreased. Per the physician, the cause of the numbness in legs was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.